Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Meter and test strips involved in incident were not returned by the customer. Retain strips and qs meter were evaluated and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving variable readings. Contacted customer to gather more information. Customer stated he received a reading of hi and lo in about 10 minutes. He was upset about not receiving the order for control solution. He was also upset that it did not arrive with the other replacement meter that was shipped back on (B)(6) 2017. I searched the history and saw we received the control solution request through relion.com. I explained the process how it works when he calls in to request the solution and that the request were separate. He then proceeded to explain his disliking for the meter. I apologized and explained that because of the reading hi and lo within a 10 minute time frame that I would need to complete an incident report. He continued to ask me why? What for? I tried again to explain because we have to report details to the FDA and our replacement process. He refused to give me any information or answer any of my questions. He stated that the questions are too personal and that it's his important information. I will complete the incident report with the details that I have. The customer is very uncooperative and unwilling to answer the questions from the incident report. He stated I don't know and "unknown" to my questions. However, customer is willing to accept replacement meter with replacement bottle of test strips and control solution. Controls not used.